Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up, the patient's device was in backup vvi mode. The device was reprogrammed and the patient was stable throughout.